Manufacturer narrative:
(B)(4). Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Method: the subject device, bc191-05 flexitrunk infant nasal tubing was not received at fisher & paykel healthcare (f&p) in new zealand for investigation. Our investigation is thus based on the information provided by the healthcare facility, and our knowledge of the product. Results: the healthcare facility stated that the bc191-05 flexitrunk infant nasal tubing was leaking during use on a patient. A review of DHR for the subject device with lot#: 2103180544 was performed and no anomalies were observed during manufacturing. All the devices manufactured with the subject lot# have passed the leak test. Additionally, a historical search of post market surveillance data was also conducted and there have been no other similar complaints reported for bc191-05 flexitrunk infant nasal tubing with lot#: 2103180544. Conclusion: the subject device was manufactured as per specifications and have passed the leak test. Without the subject device returned for an evaluation, we are unable to determine the exact cause of the reported fault. All bc191-05 bubble CPAP systems are visually inspected, and pressure tested before leaving the production line, those that fail are rejected. This suggests that the damage to the subject nasal tubing occurred after it was released for distribution. Our user instructions which accompany the bc191 bubble CPAP system state: "use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the bc191 bubble CPAP system.

Event description:
A healthcare facility in turkey reported via the turkey drug and medical device agency that the bc191-05, flexitrunk infant nasal tubing was leaking during use on a patient. The healthcare facility further reported that there was no patient harm as the subject device was immediately replaced. There were no further patient consequences reported.